Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high undefined pacing impedance and noise. In addition, a lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic) and a lead fracture was confirmed. Detections were programmed off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.